Event description:
Additional information was received indicating lead damage was suspected.

Event description:
During an in clinic follow up, episodes of undersensing were observed on the right ventricular (rv) lead. It was noted the undersensing delayed high voltage therapy being delivered to treat the ventricular fibrillation episodes. The device was reprogrammed. Technical support was contacted and provided additional reprogramming recommendations. The patient was stable and will continue to be monitored.